Event description:
A routine complaint investigation revealed that the consumer allegedly received a lower blood glucose result (100mg/dl) when compared to a hosp laboratory value (280mg/dl) obtained within an acceptable time range. When charted on a clarke error grid, the results fall into the "d" zone which shows clinical significance of error. No injury or medical intervention was reported.